Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two drawers in an etc 500 could not be recovered. The affected locations included drawer 6 pockets e1 and e3, which contained methadone liquid. Troubleshooting attempts to recover the drawers were unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was not detected on the bus. A field service engineer reconnected all associated connections to address the issue, after which drawer functionality was restored and the system returned to normal operation. The system functioned as intended after the field service engineer repaired the device.